Event description:
It was reported that a hand piece was used during a myomenukleation. It was reported that the rubber ring (on cap) was lost and the hand piece emitted noises. Another hand piece was used to complete the case. There was no consequence to the pt.